Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus was unable to identify the root cause of the foreign object remaining in the device. Therefore, the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that foreign objects are present in the air/water nozzle was found. There was no patient involvement.